Manufacturer narrative:
No product has been returned for investigation, nor were radiographs or images provided to confirm the alleged event. Root cause has not been determined at this time. Labeling review: preoperative warnings "...care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments..." "...devices should be inspected for damage prior to implantation. Care should be used during surgical procedures to prevent damage to the device and injury to the patient..." "...all implants should be used only with the appropriately designated instrument..." "...be sure the lock screw is fully seated and the rod is fully reduced prior to breaking off the reduction extensions..."

Event description:
On (B)(6) 2019 a patient underwent a spinal procedure, post operative radiographs revealed a screw tab remained in situ. A revision procedure was conducted the same day and the tab was successfully removed. No patient injury reported.